Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of issues with the customer's sensor. The customer states they are receiving threshold suspend alarm and bad sensor alert. The customer's blood glucose level was 217mg/dl, and their sensor reading was 74mg/dl. The difference was found to not be within the acceptable range. The customer was not able to complete troubleshoot do to having to attend meeting. The customer was advised to monitor the device and call back if issues persist.